Manufacturer narrative:
The device involved will not be returned to the MFR for eval; unable to confirm any product malfunction. The customer reported that a kink was observed in the cannula. There was no report of an occlusion alarm, which would have been initiated if the kink restricted or prevented flow of insulin and created back pressure. The omnipod user guide instructs the users to check blood glucose levels frequently so that they are able to notice and react quickly and appropriately to any issues. The user guide also advises that if blood glucose remains high four hrs after a bolus was first administered, then the device should be replaced and a healthcare provider contacted for guidance.

Event description:
Customer's mother called in to report that bg levels have been high for the last night, including the following specific results of 300 mg/dl at 1:00 am, 374 mg/dl at 4:00 am, and 400 mg/dl at 8:00 am. She also reported that she "bolused a total 16 units of insulin during the night," but exact times and dosages were not given. It was also reported that when the device was removed, the cannula was kinked.